Event description:
Note: this report pertains to one of two nephromax nephrostomy balloon catheters used in the same patient and procedure. It was reported to boston scientific corporation that two nephromax nephrostomy balloon catheters were used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, both balloons burst before reaching to 20 atm. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.